Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon popped. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon popped. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned cre wireguided dilatation balloon was analyzed and a visual examination found that only the tip of the device was returned. The returned device only have a part of the lumen, and the balloon was noted to be ruptured and detached from the device. Media analysis of the photo submitted by the customer observed the pouch of the device and the balloon ruptured. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon and cause a rupture. The balloon detached is likely due to the customer taking the device out of the endoscope and pushing the balloon out when it burst, causing friction in the working channel and causing the balloon to detach. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.